Manufacturer narrative:
On 30-jan-2022, mentor received additional information about the identity of the suspect medical device. It is a mentor smooth round spectrum 525cc saline breast prosthesis, catalog #3501485, lot #7525620, UDI #(B)(4), PMA #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 14-feb-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, the following was reported: the patient identifier is (B)(6). An explantation date of (B)(6) 2021 was previously reported. New information received states that the explantation date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-feb-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. Additionally, it was reported that the device was punctured during removal. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear (a) within the crease/fold, measuring approximately 0.2 cm. In addition, two tears (b and c) were found on the anterior view, measuring less than 0.1 cm each. The evaluation determined that the cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. The evaluation determined that the cause of the ruptures (b and c) is the puncture of the device. Deflation is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-mar-2022, mentor received additional information about the event. The implantation date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor saline breast prosthesis that deflated post implantation. As a result, the patient underwent explantation on (B)(6) 2021. It was reported that the device was punctured during removal.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).